Manufacturer narrative:
Investigational summary: inspection of the device confirmed the marker band had been swaged into place during manufacture. Review of the manufacturing records confirmed the device passed all inspections during manufacture. Root cause investigation confirmed reduced marker band retention force in a limited population of product. Further investigation of the device in the context of use confirmed the introducer sheath through which the device was placed was not indicated for use in prolonged procedure, such as the overnight use in this case. Testing using the same model of introducer sheath used in the procedure confirmed that when placed over the aortic bifurcation, the introducer sheath may prolapse and then kink. Movement of the ddc through this sheath then results in interference with the distal marker band, contributing to dislodgement of the marker band in the patient.

Event description:
Malfunction.